Event description:
The customer reported a speaker malfunction. No patient harm was reported.

Manufacturer narrative:
(B)(4): the customer reported a speaker malfunction. The device was not in clinical use at the time the issue was discovered and no patient or user was harmed. The speaker malfunction with loss of audio sound was confirmed by the philips field service engineer (fse) who went to the customer site. The fse replaced the speaker. Product labeling shipped with the device clearly warns not to rely exclusively on the audible alarm system for patient monitoring. No further investigation or action is warranted.